Manufacturer narrative:
(B)(4). However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. Per DHR the product mad nasal with 3 ml syringe was manufactured on 07/27/2023 a total of 52,500 pieces. Lot was released on 08/09/2023. DHR investigation did not show issues related to complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that "missing data on the label. Issue was identified prior to use. Associated complaints 3003898360-2025-00206, 300 3898360-2025-00242 .

Manufacturer narrative:
(B)(4). The customer returned one-unit mad100 mad nasal with 3 ml syringe for investigation. The sample was returned sealed in its original packaging. Visual inspection of the sample confirmed that the packaging is missing part of the labeling that includes the lot information. Non-conformance has been initiated at the manufacturing site to further investigate this issue. Device history review investigation did not show issues related to complaint. The complaint is confirmed. Visual inspection of the sample confirmed that the packaging is missing part of the labeling that includes the lot information. Non-conformance has been initiated at the manufacturing site to further investigate this issue.

Event description:
It was reported that "missing data on the label. Issue was identified prior to use. Associated complaints 3003898360-2025-00206, 300 3898360-2025-00242 and 3003898360-2025-00243.